Event description:
It was reported that under and over sensing was noted on the lead. During lead revision, after multiple repositioning attempts, the lead helix would not secure. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal and no anomalies were found. The damage noted on lead is consistent with that occurring at the time of explant.